Manufacturer narrative:
(B)(6). Date sent: 12/16/2021. D4: batch # unk. Additional information : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device received. If further details or the device are received at a later date, a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, used an automatic clamp. Suture and stapling (echelon 45) had been requested. Subsequently, refills were requested by the operating surgeon. One of them (blue refill echelon 45 lot number: p4r304 and ref: ecr45b) was given to the instrumentalist who found a defect. The metal support, on which the clips rest, was defective. This resulted in the opening of a new refill and a waste of time. Patient consequence was not reported. No further information is available.